Event description:
It was reported to boston scientific that while using a hyrdothermablator procedure set during an hta procedure, there was a small leak of saline. The machine alarmed, identifying a 10cc loss at 1cc per minute. The alarm occurred 9 minutes and 45 seconds into the procedure. The surgeon completed the procedure and upon removal of the speculum, identified a small 2nd degree burn at the 6 o'clock position on the face of the cervix. The patient was treated silvadene cream and further follow -up was ordered. The patient's condition was described as "good". Follow up with the physician concluded that the burn was not serious. It was "more blanching and only the size of pencil eraser" that the physician felt "would heal on its own with the cream". A full recovery was expected.

Manufacturer narrative:
The lot number of the device used is unknown, consequently the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.